Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated pcu issue of ¿error code 133.6090¿ was confirmed during testing, attributed to a faulty main speaker. On 27nov2024, a pcu was received unboxed and with paperwork. Testing confirmed the reported error when the pcu was powered cycled on several times. Several recorded log entries of the error event were recorded in error log. An internal inspection did not identify any visual issues with the main speaker. The pcu will be returned to bd san diego repair center for normal processing and to replace the faulty main speaker. The failure investigation report will be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 133.6090. There was no patient involvement.